Manufacturer narrative:
Report late due to transition from vmsr program. This report was initially reported to the FDA through vmsr report # 1416980-2020-00121. (B)(6). The device was manufactured between 21jun2019 and 25jun2019. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional flow rate testing must be performed on the actual device in order to verify the accuracy of the alleged device. Therefore, the reported event could not be objectively verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a large volume folfusor under infused. Upon 23-hour infusion completion, the device was observed to have approximately 15% of the fluid remaining in the device. The device was filled with 18000mg piperacillin/tazobactam in 230ml 0.9% sodium chloride. There was no patient injury or medical intervention associated with this event. No additional information is available.